Manufacturer narrative:
H4: the lot was manufactured april 19, 2022 to april 20, 2022. H10: one actual sample was received in which the lot number was identified (the customer initially reported the lot as unknown). A visual inspection with the unaided eye was performed and no defect could be identified. Function testing was performed using tap water to fill the container and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however, the possible cause issue was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding, a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This issue was identified before patient use, in the pharmacy. There was no patient involvement. No additional information is available